Event description:
Boston scientific received information that this product was returned with no reported product performance issues and no reported adverse patient effects. Initial analysis completed in our post market quality assurance laboratory identified a product performance issue.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, the programmer underwent functional testing. The programmer was powered on to check for error reports or boot-up issues. Analysis found that there was an issue with a portion of the circuitry as there was evidence of overheating. The component of the programmer was then replaced then the programmer performed normally throughout all tests.